Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. Add'l questions in regard to the incident have been asked. If the sample is received, or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may help mitigate the increased risk.

Event description:
The customer reported that toward the end of a flutter ablation procedure, there was a high impedance reading from the stockert generator. The grounding pads were found to be almost off the pt. The pt received 3rd degree burns on the abdomen at the site of one of the pads.